Event description:
Patient arrived to clinic on (B)(6) 2023 with noted damage to bilateral connection cable bend relief and thermal melting damage to the white batter connection cable. Controller exchanged.